Event description:
A report was received regarding a synfix mini-open implant coupling. During an alif procedure, the surgeon was threading the synfix into the implant and the synfix cross-threaded. As the surgeon turned it, it snapped off. The surgeon was able to remove the broken piece. The procedure was delayed approximately five minutes. No adverse effect to the patient was reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The coupling was cross-threaded per the complaint description. The thread damage clearly indicates off-axis threading which corresponds to the cross-threading. Once the coupling was cross-threaded with the implant and then continued to be threaded, the torque applied caused the weakest point on the shaft to fracture as it exceeded the torsional strength. The coupling was not properly threaded onto the implant and then was torqued leading to the breakage. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. The device history record review indicated that the lot was processed per specification requirements. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. The lot was manufactured to the correct material requirements, met the hardness, and required specifications.